Event description:
A consumer reported following a bilateral intraocular lens (iol) implant procedure, that his vision became blurry with a film. He reported that he is unable to see clearly and he is afraid to drive at night. The consumer reported that his surgeon performed a yag laser treatment for both eyes. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).